Event description:
Event description guidant/crm received information that this sweet tip rx had dislodged. It was not possible to reposition the lead due to trombosis on the helix. This lead was removed from service and replaced with another guidant lead.